Manufacturer narrative:
Additional information was received that the patient developed an infection at the pocket site and antibiotics was prescribed. The physician believed that the burn and discoloration was due to patient's pants rubbing on the ipg site causing irritation and patient falling asleep while charging. Ipg database analysis revealed no anomalies. The temperature of the ipg while charging is within the normal range. The device appeared to be working as expected. Concomitant medical products: model: sc-5312, serial #: (B)(4), product description: scs charger 2.0. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient's ipg pocket felt warm when charging. It was noted that the patient had a burn at the pocket site. It was reported that the patient had a bit of superficial clear drainage and the pocket site was tender and a little bit of prominent. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that patient's ipg pocket felt warm when charging. It was noted that the patient had a burn at the pocket site. It was reported that the patient had a bit of superficial clear drainage and the pocket site was tender and a little bit of prominent. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.